Event description:
It was reported the patient received the replace generator soon message. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.